Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. It was reported that after two hours after starting the procedure, the catheter was not able to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium due to valve damage. The issue was resolved by replacement of sheath and the procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 15-jan-2023, additional information was received indicating the hemostatic valve did not dislodge inside or outside the hub and the brim cap did not become detached from the sheath. The sheath was beging used on the patient but not air entered the patient. No treatment was need for the patient due to this issue. On 25-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. It was reported that after two hours after starting the procedure, the catheter was not able to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium due to valve damage. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and an irrigation test of the side port. Visual analysis of the returned sample revealed reddish material in the hub area. The valve was observed slightly separated. No other damage was observed on the device. The returned sample was connected to a syringe with water to perform an irrigation test and leakage was observed in the hemostatic valve. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the costumer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).